Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and a tear was discovered on the exposed portion of the soft cannula. This small tear caused a leak, which diverted the fluid from leaving the fluid path at the distal tip of the soft cannula. However, it could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages were found on the device and the cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.